Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the t:lock became damaged. Customer's blood glucose level was 215 mg/dl. The customer changed infusion set and cartridge and was able to successfully resume insulin delivery.